Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs the 32056 error was found pointing to the axes controller arm (aca) printed circuit assembly (pca) board, confirming the fault occurred in the field. The universal surgical manipulator (usm3) was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the aca pca board was inspected, but no faults could be identified. The event was confirmed based on error log review; however, the issue was not able to be replicated during in-house testing. While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure can be attributed to a fault of a component or module within the aca pca board assembly on the affected usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3) due to persistent error 32056. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the user informed the technical support engineer (tse) that error 32056 occurred on universal surgical manipulator (usm3) during preparation. The user had already attempted a power cycle, hard cycle, and emergency power off (epo), but the issue persisted. The tse confirmed the error on usm3 axes controller, arm (aca) and explained that the surgery could be started with usm 3 disabled. No known impact or patient consequence was reported.